Event description:
Received report that set leaked because tubing attached to the accuslide came apart. Because set was used with chemo, facility disposed of set and it is not available for investigation. No report of any harm to patient or user. Follow-up report will be filed if additional pertinent information is obtained in the future.

Manufacturer narrative:
This report was filed by the manufacturer.